Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with a post epithelial superior abrasion after bandage contact lens removal six days following photo refractive keratectomy. The patient reported pain and foreign body sensation. As the patient was traveling when this occurred he rinsed and flushed his eye with water. At ten days following treatment the patient was seen in the office and the topical steroids were increased. Additional information received; the patient has been released from the facilities care.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to treatment date. Logfile review for the date of treatment shows no abnormalities that could have contributed to the reported event. The treatments were completed to 100 % and all laser system functions were within specifications during treatments on this day. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).